Event description:
Event description guidant received information that the evening after discharge, the patient was symptomatic and reported to the emergency room. This transvenous implantable lead exhibited loss of capture. A microdislodgement was suspected. During the revision to reposition the lead, undersensing of fine ventricular fibrillation occurred, resulting in a diverted episode.